Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was air in the delivery system. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was being prepared. They attempted to flush the delivery system, but they were unable to. Little air bubbles kept appearing. The device was not used in the patient. It was exchanged for another delivery system to complete the procedure successfully. There were no patient complications.